Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on the glucose monitor, resulting in "a seizure and was unconscious for 2 hours". Low bg cause was not known. Customer required assistance from spouse who administered glucagon injection to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.